Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Correction- the original information received did not indicate the device caused of contributed to a death. The plaintiff involved was reported to be deceased, but it has not been indicated that the ivc filter attributed to this outcome. Based on the original information did not allude to a death related to the device, it was determined death was incorrectly detailed in the previous report. This would be considered a malfunction based on the allegation of tilt. This supplemental report is being submitted to correct this information.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, death; tilt; anxiety; depression; syncope (passing out due to drop in bp). Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported patient death is related to the filter. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported anxiety; depression; syncope (passing out due to drop in bp) is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Cook inc. Is not assuming responsibility for patient death as the reason for death is unclear. Unknown if the following patient and device codes are listed in the IFU. Product information not provided. (B)(4). Corrected data based on new information received: adverse event to product problem, changed to death, serious injury to death. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2017 as follows: the patient allegedly received the filter implant via right internal jugular vein on (B)(6) 2006 due to dvt and pe with anticoagulation contraindicated.the patient involved was reported to be deceased as of (B)(6) 2016 without further details; therefore, this report is being submitted as ¿death¿ related as a cautionary measure. The estate alleges device tilt, anxiety, depression, and syncope.